Event description:
While injecting a patient with IV contrast, the bracco injector syringe broke completely free from the head unit and the plunger separated the syringe cylinder from the locking disc at the base. This failure sent the syringe hurtling toward the patient like a projectile. The attached extension tubing prevented it from striking the patient